Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-18. The surgery occurred on (B)(6) 2019. It was unknown if any explanted components would be returned for analysis. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain and chronic low back pain. There was a difficulty to recharge. The patient recharged 2 days prior to the report. The rep performed an antenna locate (al) which resulted in values starting at 42 to 54. They were not able to communicate with an other external device. The rep tried to use their physician programmer but had no response from the device screen. The recharger couldn¿t find the ins. The rep doesn¿t feel like it was moving around. However, the rep would suggest to the healthcare professional (hcp) that they perform an x-ray. The patient was going to get a lead x-ray so they would suggest an ins x-ray too. The patient was getting 6-8 bars but beginning in (B)(6) or (B)(6) 2018, it declined to 2 bars. The rep noted that the patient had rsv and kidney stone. No further complications were reported/are anticipated. On 2018-dec-10, (rep): additional information was received from a manufacturer representative (rep) on 2018-dec-10. The x-ray did not help determine the cause of the issue. The rep confirmed that the patient¿s kidney stone and rsv were unrelated and that they had both conditions before being implanted with the stimulator. The patient¿s weight at the time of the event was unknown. The physician recommended replacing the entire system to resolve the poor coupling and inability to communicate. This information was confirmed with the physician/account. No further complications were reported/are anticipated.